Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a post-operative interrogation indicated the right atrial (ra) lead had dislodged into the right ventricle and was sensing the right ventricle. The ra lead was programmed off and then repositioned the following day. The ra lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.